Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a broken sensor wire occurred on (B)(6) 2016. It was stated that the patient believes a portion of the sensor wire may have broken off and is left under the skin. It was also stated that the insertion site is a little warm. The sensor insertion was at the abdomen on (B)(6) 2016. No additional even to patient information is available.